Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the left ventricular (lv) lead exhibited out of range, high pacing impedances and high threshold measurements. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.